Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. The testing of components had no failures. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records but none have been provided.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized on (B)(6) 2016 for shortness of breath, later found to be caused by a rip in the patient's peritoneum, which resulted in fluid traveling to the patient's lungs. The nurse confirmed that no overfill occurred, and the nurse did not believe the cycler was related to the incident; however, no cause for the tear was identified. Treatment consisted of surgical repair of the patient's peritoneum. The patient was discharged on (B)(6) 2016, and is currently well. The patient is currently on backup hemodialysis for 3-4 weeks while they continue to heal from the surgery, but will resume pd treatments at the discretion of the patient's physician. Medical records were requested, but none are currently available for analysis.